Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The lead helix was able to be extended and retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead failed to extend. The helix also failed to extend during subsequent testing of the lead outside the body. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.